Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ICD was explanted due to it reaching eos and the rv lead due to inappropriate shocks and intermittent oversensing. This is all of the information that was provided to us. Other than the inappropriate shocks, there were no other adverse patient side effects reported. Should additional information become available, this event will be updated.